Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and was creating a lot of extra signals. It was noted that the lead had high capture thresholds, as well. Additionally, the lead exhibited a decrease in impedance several months ago, but it remained within range. The lead's programming was changed, and the extra signals cleared. The plan is to monitor the lead. The lead remains in use. No adverse patient effects were reported.